Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver stated the ilet was not dispensing insulin and that the limited access passcode did not work, though a subsequent attempt with the current passcode restored access; device data showed blood glucose fluctuating in the 80¿100 mg/dl range during the reported period, and the caregiver announced a meal while the patient was in range after which a reported glucose of 62 mg/dl occurred. Symptoms included hypoglycemia. Outcomes included recovery with oral carbohydrate and no hospitalization. Investigation included review of device-reported glucose trends and user education on ilet automated insulin suspension during downtrends and the risk of lows when using meal announcements to manually deliver insulin. Investigation of this case revealed that the ilet appropriately suspended insulin with downward glucose trends and that user-initiated meal announcement dosing while in range was a plausible contributor to the hypoglycemic event; the passcode issue resolved with correct entry. It was concluded, based on established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.